Manufacturer narrative:
Section h6 was updated.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Na.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek vantus meter serial number (B)(4) compared to stago laboratory method using neoplastine reagent. On (B)(6) 2023 at 8:40 a.m. The patient had a meter result of 5.8 inr while the laboratory result was 3.5 inr. The time difference between the measurements was within 1 hour. The patient used the last strips from the vial and threw the vial away. The lot number was not provided. The patient's therapeutic range was 2.5-3.0 inr and the interval of testing was weekly.